Event description:
It was reported that during the implant procedure the lead dislodged and the helix would not retract to allow the lead to be repositioned. The lead was explanted and a new lead was used. No patient complications have been reported as a result of this event.